Event description:
A ventilator was returned to the manufacturer for preventative maintenance. The device was not in patient use. A ventilator inoperative error was found in the ventilator's downloaded error log. In addition the system board was replaced to address the reportable malfunction. The repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for preventative maintenance. The device was not in patient use. A ventilator inoperative error was found in the ventilator's downloaded error log. In addition, the system board was replaced to address the reportable malfunction. The repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.